Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported receiving an error 4 when a test strip was inserted into their freestyle blood glucose monitor, and a battery and a booklet icon appeared on the display of their meter, which suggests that the memory overwrite malfunction has occurred. The customer reported feeling dizzy and light headed, but there was no report of death or serious injury associated with this event.